Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported particulate. The tubing set was to be used to deliver an unspecified antibiotic. It was reported that after removal from the package, prior to patient use, particulate was noted in the drip chamber of the tubing set. The particulate was described as a reddish colored spot that was fixed and not movable. The customer contact indicated that the nurse attempted to rub the spot off; however, the spot did not change. The tubing set was replaced. No additional information was provided.